Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('its been 5 years of her in pain') and medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), scar ("scar tissue"), endometriosis ("endometriosis on the bacl of her vaginal cuff"), procedural pain ("post procedural pain"), parosmia ("metallic smell") and dysgeusia ("metal taste") and underwent medical device removal (seriousness criterion medically significant). The patient was treated with surgery (surgery done via hysterectomy and surgery). Essure was removed. At the time of the report, the pelvic pain, scar, endometriosis, procedural pain, parosmia and dysgeusia outcome was unknown. The reporter considered dysgeusia, endometriosis, medical device removal, parosmia, pelvic pain, procedural pain and scar to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content. Event added-metallic smell and metal taste medical device removal . Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('its been 5 years of her in pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), scar ("scar tissue"), endometriosis ("endometriosis on the bacl of her vaginal cuff") and procedural pain ("post procedural pain"). The patient was treated with surgery (surgery done via hysterectomy). Essure was removed. At the time of the report, the pelvic pain, scar, endometriosis and procedural pain outcome was unknown. The reporter considered endometriosis, pelvic pain, procedural pain and scar to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : endometriosis, scar , procedural pain, pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('its been 5 years of her in pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), scar ("scar tissue"), endometriosis ("endometriosis on the bacl of her vaginal cuff"), procedural pain ("post procedural pain"), parosmia ("metallic smell"), dysgeusia ("metal taste") and autoimmune disorder ("autoimmune issues"). The patient was treated with surgery (surgery done via hysterectomy). Essure was removed. At the time of the report, the pelvic pain, scar, endometriosis, procedural pain, parosmia and dysgeusia outcome was unknown. The reporter considered autoimmune disorder, dysgeusia, endometriosis, parosmia, pelvic pain, procedural pain and scar to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media, medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event autoimmune issues was added. Previously captured event medical device removal was deleted. New reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('its been 5 years of her in pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), scar ("scar tissue"), endometriosis ("endometriosis on the bacl of her vaginal cuff") and procedural pain ("post procedural pain"). The patient was treated with surgery (surgery done via hysterectomy). Essure was removed. At the time of the report, the pelvic pain, scar, endometriosis and procedural pain outcome was unknown. The reporter considered endometriosis, pelvic pain, procedural pain and scar to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : endometriosis, scar , procedural pain, pelvic pain female. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.